Manufacturer narrative:
A review of the image result files showed that results appeared as reported by the echo. The customer was advised to repeat manual tube testing and look for mixed-field reactions. The customer reported that there were mixed-field reactions using the tube method. Mixed-field reactions are a known limitation of the instrument as stated in the instrument operator manual.

Event description:
On (B)(6) 2015, a customer reported that a group a sample resulted as group ab on galileo echo (B)(4).